Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 400 mg/dl. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer administered a correction bolus via the pump to address the bg.